Event description:
This is a report from a nurse in the USA of fungal peritonitis, peritonitis with culture positive for escherichia coli (e.coli), vasoconstriction on top of the body and death in a patient coincident with dianeal pd4 ambuflex therapy. During follow up on an unrelated issue on (B)(6) 2012, global pharmacovigilance determined that the patient had been hospitalized for peritonitis and had also passed away on (B)(6) 2012. On (B)(6) 2006, the patient began treatment with dianeal pd4 ambuflex therapy (12 litres, nightly, lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, during hospitalization, pd therapy was permanently withdrawn. On (B)(6) 2012, the patient was withdrawn from all dialysis. During a call with baxter customer services, following was reported. On an unreported date, the patient experienced peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. At some time, the patient was on oral diflucan. On an unreported date in (B)(6) 2012, the peritonitis was unresolved and the patient was discharged from the hospital. On (B)(6) 2012, the patient was again hospitalized for unresolved peritonitis. During hospitalization, the patient's pd catheter was removed. Treatment included an attempt to find vascular access for hemodialysis. It was not found due to so much of vasoconstriction on top of the body. On (B)(6) 2012, the patient was transferred from the hospital to unknown nursing home. On (B)(6) 2012, the patient died. Follow up information was received ((B)(6) 2012) from a peritoneal dialysis nurse (pdrn). The cause of death was unknown, as the pdrn did not receive the death certificate. An autopsy was not performed. The patient was not connected to the homechoice machine nor receiving dianeal at the time of death. The pdrn considered the death to be unrelated to any baxter solutions, devices, or disposable parts. A causality assessment for the peritonitis was not provided. The pdrn stated that the peritonitis was not resolved at the time of death. It was not reported if the peritonitis was related to the patient death. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed as no samples are available and no issues relating to this complaint were noted in the batch file reviews requested. No root cause has been identified. A batch review was conducted on potentially associated lot gd892976 and no issues were found related to the reported condition during the manufacture of that lot.